Manufacturer narrative:
Troubleshooting the problem led the bme to discover a failed motherboard. They would like to send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) went blank while in use on patients.

Event description:
The biomedical engineer (bme) reported that the display screen on the central nurse's station (cns) went blank while in use on patients.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported the cns (mu-971ra sn:(B)(6) ) motherboard was not working. It was not responding and the cns was not displaying anything. Customer took apart the unit as he attempted to fix the issue himself. Service requested customer requested to send the unit in. Service performed evaluate the unit: motherboard p#658708 is defective and no longer available. Customer was advised the unit could not be repaired but nk can do an exchange. Customer requested for the unit to be sent back unrepaired. Investigation result the cns was put into service on 02/27/04, which is over 14 years prior to the reported issue. A review of device history found no previously reported issues with the unit. There was a suspected failure of the cns motherboard. The cns was returned and evaluation confirmed the motherboard was defective. A review of device history found no record of motherboard replacement during the lifetime of the cns. This suggests the motherboard is over 14 years of age. During this time, it can become subjected to multiple factors, such as use, power, and environmental conditions at the facility. This may be detected during the performance of regular maintenance checks, which is recommended to be once in every six months, per cns-9701a service manual. The motherboard is a replaceable part and replacement is outlined in the cns service manual. The cns-9701a model was discontinued on 11/14/11 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The motherboard failed well beyond the warranty period and product discontinuation, and at the end of support period. Due to a lack of parts available, the motherboard could not be replaced. The unit was returned unrepaired, per customer request. There were no further reported issues with the cns.